Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Device was in a rewind loop. Customer's blood glucose was 157 mg/dl. During troubleshooting, insulin did not exit with manual prime. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.